Event description:
The strata was implanted in 2002, set at level 1.5, to replace a delta level 1 valve. The following month the valve had to be removed, flushed and re-inserted as it appeared to be functionally occluded. The valve was re-set to a 2.0 setting. The patient remained very irritable in a raised intracranial pressure pattern and numerous attempts were made to reprogram the valve. Resetting the valve proved difficult and x-ray correlation was used in an attempt to correlate the indicator tool with the valve setting. The indicator tool was unreliable and was atleast 0.5 setting off the lateral skull x-ray assessment. The strata was replaced the following month with another delta level 1.0 valve, during a skull decompression procedure.